Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications of erythema/redness. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This MDR reports the ae of erythema/redness. Additional mdrs were submitted to report additional aes of wound dehiscence and edema. Not returned.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral mastopexy/reduction; inferior pedicle, using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. No concomitant procedures were done. On (B)(6) 2019, erythema/redness; bilateral breasts was reported. Patient was treated with medication (topical aquaphor). Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies the erythema/redness is likely related to the device and serious.